Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited sensing and thresholds changes. The leads were observed to have dislodged by fluoroscopy. The ra and rv leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that undersensing and rising thresholds were noted on the ra and rv leads. In addition, no capture was noted on the ra lead and variable thresholds were noted on the rv lead.